Event description:
It was reported that pump battery did not charge. Customer¿s blood glucose level had no adverse impact. Customer support instructed customer to leave wall adapter plugged into known working outlet for at least 30 minutes to see if pump would begin charging, and later sent text message to confirm whether battery charging issue was resolved, but no additional information was received regarding outcome of event.